Manufacturer narrative:
Submit date: 6-15-2018. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported fraying and the blue x-ray band are coming off.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported fraying and the blue x-ray band are coming off.¿ a review of the device history records (DHR) for reported lot number 17m048562 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. Six (6) bundles of sponges were returned for evaluation. The product was opened and examined for fraying. During visual and cross-examination of the sponges, fraying or loose strings were observed on three (3) of the bundles. A probable root cause for the pulled strings can come from handling the sponges for packaging. Packing of the sponges is a manual process. When there are ten (10) bundles of ten (10) sponges banded together, the operator will take a bag to load for packaging. During this process, a fiber can get caught on the bag causing it to become loose. After the sponge has settled in the bag during transportation, the sponge relaxes and the loose thread becomes more apparent. Validation quality checks are conducted at the beginning, middle and end of a lot. Inspectors routinely examine a statistical sample both physically and visually. The reported customer complaint is confirmed. A probable root cause for the pulled strings is from handling the sponges for packaging. This complaint will be utilized for tracking and trending purposes.